Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported that this device was explanted due to eri status approx. 25 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.